Event description:
It was reported that the reamer handle broke while reaming the acetabulum during a tha. A delay of 0 to 30 minutes was reported. No patient injuries reported. An s&n backup was available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the reamer handle broke while reaming. Reportedly, the procedure was completed using a backup device, with a surgical delay of less than 30 minutes and no injury to the patient. Responses to the information requests were not received; therefore, the root cause of the event could not be thoroughly assessed. Patient impact beyond the reported 0-30 minute surgical extension and modified procedure would not be anticipated, as the procedure was reportedly completed with the backup device without patient injury. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.